Event description:
Sponge sticks come off while pt's were being prepped recently. While using a skin prep sponge kit in the vagina, a sponge came off the plastic stick. The sponge was easily retrieved and ther was a small nick to the vaginal wall. No invervention was required, no untoward effect for the pt.

Manufacturer narrative:
Our supplier stated that without the sample, a thorough investigation could not be done to confirm this incident. They did review their device history record and the product was mfg, inspected and released within their parameters. No issues were found during their review. All personnel involved with this assembly have been notified of this report in order to heighten their awareness. The root cause of the issue is related to the non-standard use of the skin prep product. It is not intended for internal gynecological usage.